Event description:
The user facility reported the safety valve located on the sterilizer's generator had opened releasing steam and water into the room. The water spread throughout the floor of the facility. The fire alarm was not activated in response to the alarm. No evacuations were required. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and confirmed the unit was leaking water from the generator safety valve. The generator safety valve had correctly opened due to an excess of steam pressure in the century sterilizer. The excess pressure was caused by a build-up of lime residue on the generator's water level probes. The technician cleaned the water level probes, replaced the safety valve, performed a test cycle and returned the unit to service. The technician is currently working with the facility's management in order to address the water hardness issue. The unit was installed in (b)(60 2007 and is currently under steris service contract. The last preventive maintenance was performed on (B)(6) 2014 at which time the unit was verified to be operating to specification. No further issues have been reported.